Manufacturer narrative:
Detailed product information was not provided to boston scientific (bsc). Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) number and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold. The current status of this rv lead is unavailable. No adverse patient effects were reported. Due to the limited information received, further follow-up to obtain related details was not possible.